Event description:
It was reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to use a different wall outlet and leave the adapter plugged in for at least 30 minutes to see if the pump would begin charging and indicated a follow-up would occur.